Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: we have had two needles in this lot that have broken safety devices. When they¿ve opened the package, there is only half of the safety device attached. The other half is not in the package.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: we have had two needles in this lot that have broken safety devices. When they¿ve opened the package, there is only half of the safety device attached. The other half is not in the package.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken pivot shield with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.